Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio alert on the receiver and an adverse event. The patient stated they were lying in bed and experienced low blood sugars and indicated that the receiver did not give an alert. The patient's husband found the patient unresponsive when he tried to wake her as their daughter wanted to talk to her on the phone. The patient's daughter ended the phone call and contacted the patient's neighbor, who is also diabetic, for assistance. The patient's neighbor gave the patient chocolate milk and took a finger stick reading that showed 45mg/dl while the dexcom continuous glucose monitor (cgm) was displaying 50mg/dl. After being treated with chocolate milk, the patient's blood glucose levels returned to normal levels. At the time of contact, the patient was doing okay. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.